Event description:
The customer reported that the system was intermittently locking up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The following components were replaced: ps1 and ps2 power supplies, and the cine bridge board and sata power cables. The system was then found to be operating as intended.